Manufacturer narrative:
The intellanav stablepoint catheter device was evaluated by boston scientific. Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which showed no abnormalities. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The device lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes. The lumen pressure decay was measured three times. The unit passed the test without problems. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Based on all the available information boston scientific concluded there was no problem detected with the returned catheter. The allegation could not be reproduced through investigation and no other defect was found with the returned catheter. The cause of the issue seen in the field could not be determined.

Event description:
It was reported that the patient experienced a thrombus. During a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation (paf), an intellamap orion was selected for use. The blood temperature during energization was higher than the esophageal temperature, quickly reaching the upper limit and preventing prolonged energization. A thrombus was suspected to have adhered to the tip of the catheter, so it was removed from the body and irrigation flushing was performed; however, the flow was weak. No fibrin or coagulant was seen on the tip of the catheter and no error messages were displayed. Catheter was then replaced and the issue was resolved. Procedure was able to be completed without any further complications. Catheter was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a thrombus. During a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation (paf), an intellamap orion was selected for use. The blood temperature during energization was higher than the esophageal temperature, quickly reaching the upper limit and preventing prolonged energization. A thrombus was suspected to have adhered to the tip of the catheter, so it was removed from the body and irrigation flushing was performed; however, the flow was weak. No fibrin or coagulant was seen on the tip of the catheter and no error messages were displayed. Catheter was then replaced and the issue was resolved. Procedure was able to be completed without any further complications. Catheter is expected to be returned for analysis.